Event description:
Customer tested blood glucose and received a result of 129mg/dl at 8 pm. The customer took 34 units of lantus. The customer became unresponsive and was taken to the emergency room. At the hospital the customers blood glucose was 20mg/dl at 9:30pm. The customer was given glucose IV and was taken off of insulin. Controls were expired and not used at the time of the event. A request was made for the return of the suspect deivce and replacement product was sent.